Manufacturer narrative:
Based on the information received from the initial reporter, it is clear that the adverse event is not caused by a mulfunction of the precision rxi, but by the negligence of the operator who was performing the procedure on the patient. Therefore, gmm has initiated and concluded an appropriate investigation, reported in the attached document "eventinvestigation precision rxi".

Event description:
The manufacturer general medical merate s.p.a. Has received a communication regarding an adverse event from ge healthcare on july 1, 2024. The event is described below: on (B)(6) 2024, while the user performing a lumbar puncture on an 89-year-old patient tilting the table on his precision rxi remote fluoroscopy system, the patient experienced a sensation of sliding along the table, then grabbed the top of the table, and the fingers of his left hand became pinched between the table top and the table top frame. Specifically, the left proximal phalanx region of fingers 3-5 experienced traumatic skin desquamation due to mechanical friction of the patient's damaged table area. This caused the patient to have a deep soft tissue injury which was treated with a type of surgery at another hospital.